Manufacturer narrative:
D10 concomitant product: 173016, 173016 endo stitch instrument (lot #j4k2488ey). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic nissen fundoplication, while passing through the left crus of the diaphragm the needle broke off and fell inside the cavity of the patient but it was not found. It was also noted the device was difficult to toggle, difficult to load and unload. The surgical procedure was extended thirty minutes or more. As a resolution another suturing device was used.